Manufacturer narrative:
Device evaluation: analysis of the returned device identified: deformation device, creases fold, green biological tissue, cloudy in the gel and overweight. However, a review of the weight reports generated during the manufacturing process is performed and all units were within specification. Therefore, the overweight observed during the additional analysis is not considered a workmanship. Voids in the gel observed after autoclave cycle. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
Patient reported a left side "implant has fallen from its original location ". Healthcare professional reported capsular contracture baker grade iii/IV and explant due to "voluntary recall". Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation was/is capsular contracture baker grade iii/IV, implant has fallen from original location and voluntary recall allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Patient reported a left side "implant has fallen from its original location ". Healthcare professional reported capsular contracture baker grade iii/IV and explant due to "voluntary recall". Device has been explanted.